Event description:
In 2005, the lay pt contacted lifescan alleging his touch basic enhanced meter was reading inaccurately high. He obtained readings of 170 mg/dl at 1:00 pm and 280 mg/dl at 4:00 pm on the reported meter. A result of 124 mg/dl was obtained on another meter at 6:30 pm. The pt was unable/unwilling to answer whether he had symptoms of high or low blood glucose level at the time of concern. He went to see his doctor due to high readings on the meter. The doctor told the pt he though the high blood glucose level was due to the pt having a cold and taking antibiotics. The dr discontinued the antibiotics, but the pt said the readings were still high. The doctor gave no other medication treatment to the pt. The dr referred the pt to the pharmacist for a meter replacement. The customer service agent walked the pt through cleaning the meter and check strip and performing 2 check strip tests. Both check strips test results fell outside of the specified check strip range. The meter, test strips, and control solution were replaced.